Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-01595. It was reported that the patient's leads had high impedances and the patient could not enter MRI mode. As a result, surgical intervention was undertaken wherein the patient's scs system was explanted and replaced. Effective therapy was established postoperatively.